Manufacturer narrative:
(B)(4). Implant date: 2007. Concomitant medical products: unknown insert, unknown ulnar stem. Report source: (B)(6). Reported event was not confirmed. Review of the available records identified right elbow arthroplasty with associated loosening and disassembly at the hinge mechanism along with multiple metallic fragments within the joint space both anterior and posteriorly, suggestive of implant disassembly or fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03840. Product not returned.

Event description:
It was reported patient underwent a revision procedure approximately six years post implantation due to poly wear. The insert was exchanged. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.